Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
On (B)(6) 2010, the patient underwent tha surgery with accolade tmzf, metal head v40 and trident cup 52 mm. Revision surgery was performed on (B)(6) 2018 due to suspicion of aseptic loosening of the cup. During revision surgery, metallosis and trunnionosis were observed on the trunnion section of accolade tmzf and the metal head. The trident cup and the metal head were replaced with non-stryker cup and delta ceramic head.